Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences? Is the device available to send back for analysis or was it discarded? Since the device was locked, the surgeon switched from closed surgery to open. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this device an original device or a reprocessed device? Please explain what is meant by, ¿didn¿t apply clips¿? Did the clips deploy at all? If yes, what were their shape? Was the device successfully fired before the incident? What steps were taken to open the device? How was the device eventually removed from the duct? How was the case completed? What was the reason for the convert to open? What is the current patient status? Is the device available for return or was it discarded?.

Event description:
During a gall bladder surgery, the device was closed and didn¿t apply clips on the cystic duct and the jaw of the device didn¿t open. It¿s unknown how the surgery was completed.

Manufacturer narrative:
(B)(4). Batch # p93328. Additional information was requested and the following was obtained: was this device an original device or a reprocessed device? Original. Please explain what is meant by, ¿didn¿t apply clips¿? After the device closed to vessel, it didn¿t open. Did the clips deploy at all? If yes, what were their shape? Was the device successfully fired before the incident? Yes. What steps were taken to open the device? They closed the vessel with another hemoclip and then they cut the vessel form the outside. How was the device eventually removed from the duct? They cut the vessel form the outside and remove back the device. How was the case completed? The patient is in live. What was the reason for the convert to open? Don¿t know. What is the current patient status? Patient is healthy now. Is the device available for return or was it discarded? It is available. Device analysis: the analysis results of the er320 found that it was received with the jaws closed with a clip formed and with the lockout mechanism prematurely activated. In an attempt to replicate the reported incident, the lockout was broken during analysis. Upon testing, the device was cycled, fed, and it ejected 3 clips. The instrument was disassembled in order to evaluate the condition of the internal components, it was disassembled. Upon disassembling, the handle post was noted to be broken and no anomalies were noted with the internal components that would have been caused the premature lockout. No conclusion could be reached as to what may have caused the premature lockout and the handle post broken. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The failure modes were able to be replicated (premature lockout, clip rotated sideways, stuck jaws) by breaking the handle posts and continually firing the devices. Broken handle post failures could be replicated by dropping the device on the handle end from 17 inches (2 of 3 devices failed on first drop). This set-up simulates a circulator nurse dropping a device from the tyvek on the sterile back table in the operating room (or). No evidence of design/manufacturing defect found during analysis.